Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information provided, the reported failure to deploy the needles appears to be related to interaction with the patient heavy calcification. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostar devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a heavily calcified right common femoral artery was attempted with prostar xl devices using the pre-close technique via a 4f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, when the needles were pulled back only three came out. This happened with the first and second device. A third device was attempted but all four needles did not come out. There were no reported issues with backdown procedure. There was no vessel damage. The sheath was maintained at 4f and the tavr procedure was completed. A cutdown was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.